Event description:
G2 ivc filter found to be multiply fractured with half of one leg extravascular near ivc, half of one leg in rv, and one arm in rv. Filter removed with forceps, cardiac fragments could not be removed. FDA safety report ID# (B)(4).